Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6), 2015. Reportedly, the stent was implanted "about two months" prior to the removal procedure. According to the complainant, during scheduled removal procedure, the stent was cut and broken by the snare used to remove the device. The procedure was completed with the two broken parts of the stent being removed completely through the working channel of the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".